Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the vented paclitaxel set did not flow during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).the device was received for evaluation. Visual inspection revealed a full insertion of the tube into the chamber. Functional testing revealed that solution would not flow through the junction. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.